Event description:
Caller reported two incidents of hypoglycemia requiring professional medical treatment. The caller had previously reported an error message on the compact plus meter and was awaiting delivery of replacement by the manufacturer. As the customer was unable to test during that time, he experienced two occasions in which he passed out and an ambulance was called. On the second occasion, the customer had a seizure. On both occasions, the customer was treated by emts with an unspecified IV. There was no hospitalization either time. Manufacturer's agent arranged for the customer's local pharmacy to provide replacement. A request was made for the return of the system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.